Event description:
The customer obtained multiple, non-reproducible, higher than expected vitros trop I es results from two different patient samples processed on the vitros eciq system. The following results were obtained: patient 1 = 0.144 vs. An expected result = 0.03 ng/ml; patient 2 = 0.19 vs. An expected result < 0.012 ng/ml; biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer repeated the affected samples prior to reporting as it is assumed that the customer¿s policy is to confirm trop I results above a laboratory defined limit. There was no report of patient harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation confirmed that multiple, non-reproducible, higher than expected vitros trop I es results were obtained from two different patient samples processed on the vitros eciq system. Additionally, the samples were not processed in accordance with the tube manufacturer¿s recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Root cause for affected patient 1 results: the investigation could not determine a definitive root cause. Additionally, a pre-analytical sample processing or a reagent related issue cannot be ruled out as contributing factors. There was no evidence that an instrument related issue contributed to the event. Root cause for affected patient 2 results: an ocd fe performed service actions to return the system to expected performance. The investigation determined that the most likely cause of the event is instrument related. Additionally, a pre-analytical sample processing issue cannot be ruled out as a contributing factor.